Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks on (B)(6) 2017 using the cooladvantage coolcurve+ system applicators, and again to the abdomen on (B)(6) 2019 using cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11672 become aware date (g3): 4/25/2022. Continued additional (d4) device serial and catalog number: (B)(6). (B)(4).